Event description:
The pt experienced a tremendous headache two days after the implant of neurostimulation trial leads. The physician removed the leads the next day and sent her home. The symptoms worsen over the next days. The pt went to the emergency room still experiencing headache and her legs were immobile; she was prescribed antibiotics (not specified) and discharged. Two days later, in 2009, she was admitted to the intensive care unit and was intubated. The injection sites where the percutaneous leads went in for the trial were seeping pus. She was diagnosed with staph infection of the spinal cord. The pt subsequently expired. The healthcare professional believed the event was directly related to the procedure. There were no complications or special circumstances noted during the implant procedure. The pt's husband had been considered a staph carrier in the past. At the time of this report, the cause of death was unk. Additional information has been requested from the hcp, but was not available as of the date of this report.